Event description:
Alaris pump alarming, went to room to answer alarm, display on pump read "system error". Pump plugged in, nss @100cc/hr and cipro 400mg IV running. Pump shut down and taken out of service. Clinical engineering service ticket placed. New pump obtained, meds continued as per orders.